Event description:
A 91-year-old female patient was undergoing a thrombectomy procedure to treat an occlusion at the left middle cerebral artery (mca). Access was obtained with a zoom 88 guide catheter. Only one pass was performed in this case, in which the physician advanced a competitor's intermediate/distal delivery catheter and a stent retriever combined with a zoom 71 aspiration catheter to the clot. The patient's anatomy was reported to be tortuous. While withdrawing the stent retriever and zoom 71 catheter, the physician noticed the distal tip of the zoom 71 catheter did not come out. The physician advanced the zoom 88 guide catheter over the zoom 71 catheter to successfully aspirate the separated piece and remove it from the patient. The break occurred in the shaft of the catheter. The patient was reported as stable, and no patient sequelae were reported.

Manufacturer narrative:
The product is not available for return as it was reported to be discarded. The lot number for the complaint device was reported as unknown. As the device was not returned the exact root cause of the shaft breakage could not be determined. The lot number was not provided by the user facility. All devices undergo appropriate testing and inspection prior to release to ensure the device meets specifications.